Event description:
Report received from abbott international (ai-japan) which states "blood reflew at the part close to secure lock on an emergency operation for a child. Extension tube was connected to both transducer and arterial indwelling needle. The operator was not able to check blood pressure at the time. Therefore, extension tube was replaced. After replacement, no problem happened. No harm on patient because the event was quickly noticed when connecting to a-line." Additional info received states the following "blood was coming up the opening between the tube and secure lock. Blood was coming up very short and leaking very little, because this complaint was noticed very quickly. There was no record for a blood pressure and arterial waveform. Gender is unknown, patient was operated on for inguinal hernia. No patient impact." No report of adverse pt effect. Additonal patient and event inforamation was requested, but no further info was available.

Event description:
Additional info received states the following "the set-up was syringe pump>transducer set>extension set>arterial cannula. The dr used a syringe pup for pt instead of pressure bag. Saline flowed at 3ml/hr by syringe pump. Concentration of saline is unk."